Manufacturer narrative:
The issue was investigated in detail. The investigation of the log files did not show any hint for an unintended movement or system failure. The replaced joystick was installed on a test system and checked extensively, however, no defect could be identified. When the concerned joystick was replaced, the centering of the joystick was adjusted and the power supply was checked. It is concluded that the reported problem occurred due to a bad can connection, a faulty centering of the joystick or an unstable power supply of the joystick. Since reconnection of the plugs of the board d35 and d60 and joystick replacement the issue has not reoccurred. This report was submitted march 5, 2018.

Manufacturer narrative:
The investigation is on-going and additional information was requested by siemens technical experts. A supplemental report will be submitted if additional information becomes available. (B)(6).

Event description:
An uncontrolled system movement was reported on the axiom luminos drf max unit. There are no injuries attributed to this event. The reported event occurred in (B)(6).